Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump underinfused during versed therapy in the critical care unit. The drip was 2mg/hr for a 100mg/ml bag. The bag was due to be changed in five hours. After five hours, the bag still looked full and there were no drips falling. The pump did not alarm. A new bag and tubing were hung on a new pump to continue therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.